Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation results and the provided information, it could not be conclusively determined what the foreign material in the subject device was. Residual fluid foreign material might have leaked from the forceps opening due to the failure. This might have happened even if proper reprocessing had been carried out, because of the physical damage to the device (forceps channel pinhole). Therefore, the cause of the material remaining in the device could not be determined. The event can be prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrovideoscope had foreign material in the forceps evaluator. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.